Event description:
It was reported that 2 unspecified bd¿ infusion set leaked during use. The following information was provided by the initial reporter: "unfortunately, we had two bd tube sets leak on our pediatric transplant unit this week."

Manufacturer narrative:
H6. Investigation summary: 2 photos were received and the customer's complaint of leakage has been verified. Without further information like a physical sample, the root cause cannot be confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd¿ infusion set leaked during use. The following information was provided by the initial reporter: "unfortunately, we had two bd tube sets leak on our pediatric transplant unit this week.".